Event description:
A us dist returned a belt indicating that it was unable to communicate with a test monitor.

Manufacturer narrative:
Device eval summary: device eval of belt sn (B)(4) is underway. The reported problem (does not communicate with test monitor) is being investigated. As received, the belt would not communicate with a test monitor. The root cause of the inability to communicate is under investigation. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective electrode belt.